Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device completed first and second priming sequences earlier than expected before it was deactivated. Timeouts with a drive stall were observed at the start of the device data. Thus, the device was reset and delivered a 5u bolus. The rerun data did not replicate any of the timeouts or drive stall. Inspection of the needle mechanism did not find any damages or abnormalities that could cause the device to not deploy the cannula. Further inspection of the drive mechanism found brass shavings on the leadscrew. However, since the timeouts with a drive stall did not replicate in the rerun, the brass shavings on the lead screw cannot be determined as the root cause. Therefore, the device did not deploy cannula because the timeouts with a drive stall caused the device to complete first prime and second prime earlier than expected. The exact cause of this abnormality could not be determined.